Event description:
It was reported to medtronic minimed that the customer called in about her pump, reporting that customer needs to change the battery much sooner than expected. The event involved product(s) mmt-332a, unomedical, mmt-1884l. The customer was using energizer aa alkaline batteries. The pump did not display "replace battery," "replace battery now," or "power error detected" alarms, but the battery did not last more than one week. The declined further troubleshooting. The high blood glucose has persisted for more than four hours and is being managed with manual injections/insulin pen. Troubleshooting was performed and the customer was using the insulin pump system within 48 hours of the event, but the auto mode/smartguard feature was not active at the time. No further patient complications were reported. No product replacement or return is required for mmt-332a, unomedical, mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary:customer experienced hyperglycemia with a blood glucose value of 494 mg/dl.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 (updated the summary) with this report.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.